Event description:
It was reported that the patient will need to undergo a revision surgery due to a cysts developing under the talus and around the stem.

Manufacturer narrative:
Based on the available information the device will not be returned therefore an evaluation of the device cannot be performed. A review of the device history is not possible because the lot number was not communicated. Should additional information become available, it will be provided on a supplemental report. Device remains implanted in patient.

Manufacturer narrative:
The reported event could be confirmed, since images of CT scans were provided showing the formation of cysts. There are many clinical factors that can affect the results of any surgery, such as surgical technique, pre-operative and post-operative care, the implant, patient pathology and daily activity. A medical professional reviewed the CT scans and x-ray images provided and noted the following: "I can confirm there is the formation of cysts around the tibial component mostly. The x-rays do not reveal any other medical problems, as far as x-rays can. I assesses that the soft tissue envelope around the bone looks normal, no swelling no signs of infection." More detailed information about the complaint event as well as the affected device must be available in order to determine the root cause of the complaint event. A review of the device history was not possible because the lot number was not communicated. No corrective actions are required at this time. A review of the labeling did not indicate any abnormalities. Indications of material, manufacturing, or design related problems were unable to be identified as the catalog number and lot number were not communicated. If the device is returned or if any additional information is provided, the investigation will be reassessed.

Event description:
It was reported that the patient will need to undergo a revision surgery due to a cysts developing under the talus and around the stem.